Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. The device exhibited backup vvi mode. Due to low battery further trouble shooting could not be performed. The device was explanted and replaced successfully. No patient symptoms were reported.